Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Atrial fibrillation is a common pre'existing arrhythmia in patients undergoing valve replacement. It also can be associated with the procedure or can be a progression of the patient's disease at some point in the post'operative period. According to the literature review, and as documented in ew clinical technical summary for complaints- atrial fibrillation, despite ongoing efforts to decrease its occurrence, postoperative atrial fibrillation (poaf) remains a frequent complication of cardiac surgery. Although the etiology of poaf is not completely understood, several mechanisms and risk factors have been identified. Multiple studies have reported the main factors associated with an increased risk of poaf as advanced age, the complexity of the procedure, a history of heart failure, and low ef in addition to a higher euroscore, which is descriptive of the current thv patient population. A review of the literature involving the study of thousands of patients has found no cases in which the cause of poaf was determined to be related to the device being implanted. As a result, an in-depth investigation into these events, beyond documentation of the potential predisposing factors, is of limited value. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the atrial fibrillation is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia (s3ur) valve, atrial fibrillation (af) occurred, necessitating defibrillation (dc). The procedure skipped balloon aortic valvuloplasty (bav), and the valve was deployed in the aortic position with 1 ml more than the nominal volume. No post-dilation was performed. Post-deployment, af was observed, but circulation was maintained. Defibrillation at 100j restored sinus rhythm. The patient was returned to the ICU with an external pacemaker as a backup. The pacemaker was removed after the patient's sinus rhythm and hemodynamics stabilized.